Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility the device was inaccurate, the inaccuracy allegedly resulted in the first cut being inaccurate, and the patient having their femoral cut in valgus. The doctor was able to identify the error and corrected with a second cut using traditional instrumentation. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the device was inaccurate, the inaccuracy allegedly resulted in the first cut being inaccurate, and the patient having their femoral cut in valgus. The doctor was able to identify the error and corrected with a second cut using traditional instrumentation. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.